Event description:
Healthcare professional reported lap-band port "issues". The port was explanted and replaced. Event has not been confirmed by a healthcare professional and no contact info was available for follow-up.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time.